Event description:
It was reported the pt (B)(6) has been without stimulation for approx three weeks and is currently unable to establish communication with the ipg using either the charging system or programmer. X-ray imagery found the ipg is mobile in the pocket. In addition, based on the x-ray, the ipg appears to be at an angle thereby prohibiting communication with the programmer. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.